Event description:
It was reported a patient underwent a total knee joint surgery on (B)(6) 2026 and barbed suture was used. The needle of suture popped off. There were no patient adverse event. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4) additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. When was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify drs who had issues with those stratafix strands told me that the needle prematurely ¿popped off¿ after their first pass through tissue. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) surgeon no product was kept for return other than the unopened box of the same lot#. No product available to return. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.